Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarm. Customer did not address the first two occlusion alarms; however, after the third occlusion alarm, customer changed out the site and cartridge. Customer's blood glucose (bg) level was high; however, customer initiated a bolus which resolved high bgs.